Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was in disconnected mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the station was in disconnected mode. A technical support specialist (tss) dialed into the station and confirmed that the station was connected. Then, the tss reviewed the log file, which showed no errors or disconnected state. The system functioned as intended after the technical support specialist verified the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the station was in disconnected mode. A technical support specialist (tss) dialed into the station and confirmed that the station was connected. Then, the tss reviewed the log file, which showed no errors or disconnected state. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was in disconnected mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. There were no adverse events or injuries reported based on this event.